Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing from a "gi run" in a retort b, which completed at 17:11pm on (B)(6) 2015. The complainant described the adversely impacted tissue samples as "raw"; and advised that these adversely affected tissue samples were then re-processed in retort b of the same instrument. The complainant reported that the re-processing of the adversely affected tissue samples completed at 08:23pm on (B)(6) 2015; and the samples were "again raw". The complainant also reported that the quality of processing from a run started in retort a between the initial run in retort b, which was the subject of this complaint and the subsequent re-processing run in retort b, was also "raw". Info provided to leica biosystems by the complainant on (B)(6) 2015, indicated that prior to commencement of the protocols from which sub-optimal tissue processing was identified bottle 10 had been filled with 70% ethanol and a user had set the ethanol concentration as 100% in error. On 05/28/2015, leica biosystems received info that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Investigation of the complaint confirmed that bottle 10 (ethanol) was removed from the instrument for approx 4 minutes at 11:21am on (B)(6) 2015; and a user affirmed that the default concentration of 100% was to be set when the properties of the reagent station were reset at 11:25am on (B)(6) 2015. Bottle 10 (ethanol) was used in the final dehydration step of both the "gi" protocols started in retort b at 15:54pm on (B)(6) 2015 and in retort a at 20:28pm on (B)(6) 2015, from which sub-optimal tissue processing was reported because the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of the wax used in subsequent wax infiltration steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported by the complainant was a use error which occurred prior to commencement of the protocols from which sub-optimal tissue processing was reported. Specifically per the info provided by the complainant, a user had replaced the reagent in bottle 10 with 70% ethanol at 11:25am on (B)(6) 2015 and had set the reagent concentration in bottle 10 (ethanol) in error.